Manufacturer narrative:
The t:slim user guide indicates that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a resume insulin alarm. The customer's blood glucose level was over 240 mg/dl. The customer changed the cartridge and did not want to resume insulin delivery until the event was discussed with tandem technical support. The customer resumed insulin delivery.